Event description:
It was reported that the patients stimulator has been effective in reducing her lumbar and left leg pain, although she reports less pain control in her right leg. The patient underwent a replacement procedure and is recovering well postoperatively. The explanted device components were not returned, as they were disposed of by the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months prior to the date the manufacturer became aware.